Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulse field ablation. During the preparation, when the dilator was inserted into the faradrive sheath, the tip of the dilator was noted damaged (chipped). As the dilator was already loaded into the sheath, it had to be removed. Thus, the dilator was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and found to have a slit-like damage on its tip. The dilator flushed properly before and after decontamination. The reported allegation of dilator tip chipped was confirmed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulse field ablation. During the preparation, when the dilator was inserted into the faradrive sheath, the tip of the dilator was noted damaged (chipped). As the dilator was already loaded into the sheath, it had to be removed. Thus, the dilator was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. The device has returned for investigation.